Event description:
During balloon angioplasty, the guidewire would not pass through the side port of the stormer balloon dilatation catheter. The balloon had to be snared. This caused the procedure to be prolonged but caused no injury to the pt. (The device is available but the side port is not).